Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The events of seroma and breast pain are physiological complications and are unable to be observed as they are not device related. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side device rupture, "around the implant there is a thick fluid seam", "layers from 4 to 9mm" diagnosed by ultrasound and MRI and pain. The device has been explanted with capsulectomy.

Event description:
Healthcare professional reported left side device rupture, "around the implant there is a thick fluid seam", "layers from 4 to 9mm" diagnosed by ultrasound and MRI and pain on the left side. Healthcare provider provided histopathological results which reported "raw bluish tissue fragment with a diameter of 5cm obtained fibrous membranous tissue fragments with a diameter of 2 cm to 7cm. In the study there were large tissue fragments with an average diameter of 2.3 cm to 9.5 cm, with a lesion present on a larger fragment of the skin of the head of the unit 9.5cm. Inflammatory processes from small lymphocyte bases. External non-cancerous and subcutaneous tissue. Results: ad.1.2. Results: glazed fragments of the pseudocyst wall with focal chronic inflammatory infiltrates composed of small lymphocytes without atypia and plasmocytes. Ad.3 normal structure of the skin and subcutaneous tissue, as well as elements of fibrous structure of the mammary gland with slight ductectasia." The device has been explanted with capsulectomy.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ breast pain: unable to observe as it is not related to the manufacturing process. ¿ seroma-late- breast: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Healthcare professional reported left side device rupture, "around the implant there is a thick fluid seam", "layers from 4 to 9mm" diagnosed by ultrasound and MRI and pain. The device has been explanted with capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.